Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose was 215mg/dl. Reportedly, the customer corrected the time to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.